Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The customer provided images showing an unused device with the male luer assembly separated from the female luer prior to use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set, the adapter of the non patient needle separated from the luer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set, the adapter of the non patient needle separated from the luer. No adverse impact was reported regarding the patient or user.